Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. It was reported that a pericardial effusion occurred during the case. The reporter stated that the anesthesiologist mentioned that the patient's blood pressure dropped during ablation. A pericardial effusion was confirmed with an intracardiac echocardiogram and a transthoracic echocardiogram. The physician performed pericardiocentesis and the procedure was continued and completed following the pericardiocentesis. The last known patient status was stable in the intensive care unit (ICU). It was reported that the carto 3 system was used for mapping and the medtronic pulseselect¿ pulsed field ablation (pfa) generator/system was used for ablation. The reporter stated that the following (B)(6) catheters were used during the case: pentaray catheter & decanav catheter. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).